Event description:
It was reported a patient underwent a total knee revision replacement procedure on (B)(6) 2025 and topical skin adhesive was used. The patient experienced severe skin blistering and burns after using the product. The patient reported returning to the hospital for further evaluation, where the surgeon assessed the affected area and prescribed topical creams to treat the blisters. No other information provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.